Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer was instructed by tandem technical support to perform a system check, however they declined to complete the check, therefore, no additional information was obtained. Reportedly, the customer wears their pump with the cartridge tubing facing up, mobi pump should be worn with cartridge tubing facing up.